Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. The cause of the event was unknown. The same day as the event onset, the patient was hospitalized for the event. It was reported the patient was treated with cefepime for peritonitis. Eight days after the event onset, the patient was discharged from the hospital and recovered from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.